Manufacturer narrative:
System analysis/service repair on august 18, 2014: the reported ¿error code 961" issue was verified and confirmed that connectors from the fiber port had residue build up from saline leading to corrosion. The connectors were cleaned and re-calibrated; tested unit in auto test, it passed. Could not reproduce problem after cleaning fiber port; problem solved. The system was auto tested and verified to ams specifications and ready for customer use.

Event description:
Information as it was reported to ams indicates that the laser aperture overheated during procedure. Fiber replaced and same message displayed. The customer was unable to resolve the aperture over heat issue that occurred and the case was completed with an alternate procedure (turp). Patient outcome: "no injury to patient" reported.